Manufacturer narrative:
(B)(4). Technical support engineer recommended to run the ventilator on a test lung and to call back if the ventilator issued additional error codes.

Event description:
The customer reported that the ventilator had a ventilator inoperable condition error code in the history log. There was no patient connected to the device. The customer reported to have passed the extended self-test and short self-test. No malfunction was found.